Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter claimed obtaining blood glucose results of ¿490 and 230 mg/dl¿ on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.